Event description:
It was reported that the left ventricular lead exhibited a rise in pacing thresholds, x-ray confirmed the lead was dislodged. The lead was explanted and replaced. - the patient's condition was good before and after the procedure-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.